Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 240, 290, 320, 266 and 333 mg/dl. The customer¿s expected am fasting blood glucose test result is 120 mg/dl and expected 2 hour post meal blood glucose test result is 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 225 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/25/2025 and open vial date is a few days prior to call. The meter memory was reviewed for previous test result history: result 1: 240 mg/dl date: (B)(6) 2023 time: am fasting. Result 2: 290 mg/dl date: (B)(6) 2023 time: pm 2 hrs. After meal. Result 3: 320 mg/dl date: (B)(6) 2023 time: pm 2 hrs. After meal result 4: 266 mg/dl date: (B)(6) 2023 time: am fasting. Result 5: 333 mg/dl date: (B)(6) 2023 time: am fasting.